Event description:
It was reported the device stopped working and when removed from the handpiece, it was noticed the threaded stud was broken off in the instrument. The devices were replaced with another handpiece and the case was completed with no patient consequence.